Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin; however, the customer was unable to provide the amount of insulin that had been used. The customer's blood glucose level was 120 mg/dl. The customer loaded a new cartridge successfully. Although requested, no additional information was provided on the reported event.